Event description:
It was reported that the ventilator generated an alarm indicating a power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
During on-site investigation the air gas module which regulates the inspiratory air gas flow to the patient has been replaced to correct the reported power failure alarm. The part has been returned for investigation. The reported alarm was reproduced when the returned air gas module was tested in a reference ventilator. The alarm was generated at startup. Performed pre-use check failed in several tests and during ventilation several alarms were generated. The failure was caused by a faulty printed circuit board (pcb) inside the air gas module. Ocular inspection showed that the pcb had stains of dried liquid which have damaged several components. The affected pcb regulates the solenoid inside the gas module and a power failure within its circuitry will disable the ventilation. The most probable source of water into the gas module is humid air from the hospital's gas supply system. According to the user´s manual maximum levels of water, oil and chlorine in the supplied gases to the ventilator must not be exceeded. However in this case the filter housing did not contain residues indicating that water has entered via the supplied gas, the source of the observed dried liquid is therefore unknown. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).